Event description:
It was reported that the device had a broken piece where the tubing set goes in. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Per visual inspection there was a cracked tank cover, corroded drain fitting, and broken plate clip. Outdated printed circuit board (pcb) and power switch. The plate clip was broken confirming the complaint. The root cause was impact damage from the customer having dropped the device. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.